Event description:
It was reported that the lead exhibited noise and greater than 2500 ohms impedance. The lead could not be tested in unipolar as the patient had dementia and hit the physician. The physician decided the lead would be replaced when the pulse generator reaches elective replacement indicator. It was noted that the patient had been lost to follow-up since august 2007.

Manufacturer narrative:
Na